Event description:
It was reported that a revision procedure was performed on january 13, 2021, utilizing the reform pedicle screw system, to extend a competitor's construct. During final tightening of the lock screw the offset ratcheting torque handle (39-ch-0008) did not provide tactile or audible feedback, thus over-torquing and breaking the tip of the lock-screw torque driver (39-rd-0060). The broken tip was removed and attempted to use the back-up lock-screw torque driver, but still no tactile or audible feedback from the torque handle. The four lock screws were then tightened using a height adjuster with a t-handle to complete the procedure. There was a slight (2-5 minute) delay and no harm to the patient.

Manufacturer narrative:
H3 device evaluation - upon receipt, the returned 39-ch-0008 / offset ratcheting torque handle was torque tested by the quality tech confirming that the handle did not click off, just spun. It did ratchet right and left and stayed in the locked position as intended. It was noted that there is a screw missing. The torque driver was visually examined with a 5x loop. Multiple fracture planes are present. It cannot be ascertained if a fracture had been initiated prior to this procedure. Based upon the complaint the likely cause for driver fracture is due to high torque application resulting from the torque handle not releasing. No corrective actions are being recommended at this time since the cause for the driver failure appears to be the result of excessive torque application. No corrective actions are being recommended regarding the torque handle since this is the first failure for a handle from this lot, and since the cause for the missing lock screw is unknown. Review of device history records found twenty-one (21) pieces of this lot were released for distribution on 5/29/2019 with no deviation or anomalies. Two-year complaint history review (2.2.2019-2.2.2021) found this to be the only report of this nature for the reported lot.

Manufacturer narrative:
Occupation - other; distributor. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a revision procedure was performed on (B)(6) 2021, utilizing the reform pedicle screw system, to extend a competitor's construct. During final tightening of the lock screw the offset ratcheting torque handle (39-ch-0008) did not provide tactile or audible feedback, thus over-torquing and breaking the tip of the lock-screw torque driver (39-rd-0060). The broken tip was removed and attempted to use the back-up lock-screw torque driver, but still no tactile or audible feedback from the torque handle. The four lock screws were then tightened using a height adjuster with a t-handle to complete the procedure. There was a slight (2-5 minute) delay and no harm to the patient.